Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the clip applier involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the clip applier on arm 3 was not working. 2 clip appliers were not connecting properly on arm 3. The first two clips applied were okay, but then the applier stopped working. Both appliers failed on the third attempt. The csr was not sure if this was related to the drape. The procedure was completed with no reported injury.